Event description:
While inside a lesion of the esophageal wall (the tip of the needle was therefore within the muscularis), the handle came off the needle and then went to empty. As a result, the needle was left inside the lesion despite withdrawing the handle down to zero. The needle was removed by withdrawing the sheath from the lesion with the needle through the open channel of the endoscope. Clarification on the complaint description indicates the needle was unretracted when removing from the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of pt outcome. While inside a lesion of the esophageal wall (the tip of the needle was therefore within the muscularis), the handle came off the needle and then went to empty. As a result, the needle was left inside the lesion despite withdrawing the handle down to zero. The needle was removed by withdrawing the sheath from the lesion with the needle through the open channel of the endoscope. From the limited info provided it is believed that this complaint is related to non-retraction of the echo needle. The complaint info also indicated that the 'handle broke.' The echo involved in this complaint was not returned for eval. With the info provided, a document based investigation was carried out. The complaint info rec'd indicated that the device involved in this complaint was an echo-hd-19-c (echo). The lot number of this echo device was not provided, therefore, it was not possible to check if any of the affected lot remained in stock. As the lot number of the echo device involved in this complaint was not provided, it was not possible to review the relevant mfg records. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. The most likely cause of this complaint is that the needle may have been damaged on its introduction into the endoscope or during use if the stylet was not in place during advancement of the needle or if the device was being used in a tortuous anatomy. The handle may have broken due to force applied when actuating the handle. As the device was not returned for eval and conditions of device usage cannot be replicated in the laboratory it is not possible to definitively state if this is the root cause of this complaint. The notes sections of the instructions for use that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." No adverse effects to the pt were reported as a result of this occurrence. It was reported that no parts of the device remained in the pt. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.